Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Note: initial reporter¿s phone number is (B)(6). The date of implantation, date of event and date of explantation were mentor's best estimates. This information was based on information provided by the patient. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a saline mentor breast implant of unknown type and experienced deflation within 12 months after implantation. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 225cc on (B)(6) 1998.